Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that e337 was displayed due to fan failure, and e105 was displayed due to light emitting diode cable failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center displayed error e105 (communication error code). The issue occurred during a diagnostic procedure. The intended diagnostic cystoscopy exam was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found error e337, fan error-fan does not work, and error code e105 was found to be due to a charred old light-emitting diode (led) cable. Should additional relevant information become available, a supplemental report will be submitted.